Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga blood leakage occurred from between the catheter and hub. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage from catheter hub. According to the customer's report, after venipuncture, blood leakage from the catheter hub was observed.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.